Event description:
Discordant, falsely low sodium results were obtained on multiple patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). Some of the samples were repeated after troubleshooting on the same instrument and resulted as expected. The rest of the samples were sent to another site and the repeat results were not provided. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
The customer contacted the siemens technical solution center (tsc). The customer stated to tsc that upon replacing the v-lyte sensor, quality controls and patient results were run and results were as expected. The cause of the discordant, falsely low sodium results was a malfunction of the v-lyte sensor. The instrument is performing within specifications. No further evaluation of the device is required.